Event description:
Physician was attempting use a complete se stent to treat a lesion with 90% stenosis and a little calcification in the superficial femoral artery (sfa) to popliteal. The vessel was non-tortuous. The lesion was pre-dilated with a non-medtronic balloon. The complete se device was prepped with no issues noted. It was reported that the stent device was positioned for deployment without issue. Physician then began to deploy the stent via the slow release by rotating the handle, approximately 50% of the stent was deployed when the turning mechanism would no longer turn and physician was unable to squeeze the gray buttons for rapid deployment. The stent was stuck and the physician gently pulled the entire delivery system via the handle and as it retracted the rest of the stent deployed. The middle segment of the stent appeared abnormal due to possible elongation but the overall length of the stent deployed as its intended. The lesion was post dilated using 5 x 120 admiral balloon. There was no reported injury to patient and no clinical sequelae. Evaluation summary: the shaft was kinked immediately distal to the strain relief. There was no further damage evident on the device. The handle and the retractable sheath could be moved freely on the device without any issue. Image review: the first procedural still image confirms a stenosed and calcified non-tortuous lesion. The second image shows the deployed stent. The stent is non-concentric in shape indicating a resistant lesion. The mid stent segments appear to be deformed.

Manufacturer narrative:
Evaluation results: (device and cine images evaluated, alleged failure could not be duplicated, cause of event unknown). No failure detected (alleged failure could not be duplicated). Deformation problem. Evaluation conclusion: (device and cine images evaluated, alleged failure could not be duplicated, cause of event unknown). (B)(4).